Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely tortuous, severely calcified lesion with 95% stenosis in the ostium-proximal of the obtuse marginal (om). The patient has a very tortuous anatomy and severe calcium in the lm, cx and om. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. The lesion was pre-dilated. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used. With difficulty a run through wire was passed into the om. Then with extreme difficulty a 1.5mm euphora balloon catheter was used pre-dilate the om. The resolute onyx failed to advance to the om. A 5fr guideliner was introduced (radially) and the onyx was advanced over the wire through the guideliner to the om. Despite repeated force and attempts the onyx would not pass. The guideliner was advanced and the stent catheter pulled back. After the undeployed stent was removed, it was noted that the stent was dislodged and wedged into the om. The physician assessed the stent location and left the stent in its location in the om. Physician reported that the 5fr guideliner was advanced to the proximal edge of the stent and stripped the stent off the catheter, coupled with extreme calcium. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: the device returned with kinks evident on the hypotube proximal to the guidewire entry. A kink was evident on the distal shaft, 14.1cm from the distal tip. The stent was not present on the balloon and did not return for analysis. The balloon folds were partially expanded. Crimp impressions were visible on the exposed balloon surface. The guidewire lumen patency could not be verified with a 0.015 inch mandrel due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.